Manufacturer narrative:
Mw5153095.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/8/2024, an FDA medwatch notification was received via email. An anonymous facility representative reported that an ar-3636 knotless 1.8 fibertak inserter broke during insertion. A 1cm retained metal fragment from the distal inserter was immediately identified and removed from the bone. After removal, the device was inspected by two operating room staff, and the inspection revealed one of two 1mm prongs was missing from the inserter tip. This was discovered during a right shoulder labrum repair procedure on (B)(6) 2024.